Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the forceps channel port was deformed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress being applied to the forceps plug nozzle. The suggested event is detectable by handling the device in accordance with the following IFU. The detection method is described in chapter 3 preparation and inspection of the bf-190 series operation manual. Olympus will continue to monitor field performance for this device.